Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed. The patient was in sinus rhythm during the procedure. Transesophageal echocardiogram (tee) and fluoroscopy were used. The patient's la pressure was 11mmhg and the activated clotting time (act) was 492. A 31mm watchman flx laa closure device was implanted with all release criteria met (good compression, good location, no gap, tug test good). The following day, the device was found to have embolized to the left atrium. The patient was treated with cardiac surgery where the device was explanted and the laa was surgically closed. The patient was reported to have fully recovered.